Event description:
Additional information was received via email stating that the event took place took place during infusion, there was patient involvement, and no harm/adverse event reported. The incident was fixed by removing the device.

Manufacturer narrative:
B5 - describe event or problem; additional information. A. Codes, b3, b7, b7, h3 and h6. Codes: updated. One device was received for analysis. The reported issue could not be confirmed or duplicated. The device was working as expected. Long term test performed. No problem found. Performed preventative maintenance (pm) with temperature adjustments. Electrical safety and functional tests passed. The root cause was unknown as the complaint could not be reproduced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented a sound alarm which indicated that there was no water level. However, the tank was full. There was no patient involvement, and no patient harm/adverse event reported.